Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted on lot numbers h14e11042 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. The direct cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had a burnt specks on the patient line. The caregiver (cg) further described the area of the burn specks as being where the patient is crimped. The cg stated that the plastic that was burnt was not a different material from the rest of the cassette. The cg indicated that the burnt cassette was not used. There was no patient involvement. Additional information was requested and is not available.